Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The technician alleged there is no audible sound when bed exit is activated. He replaced the bed exit p.c. Board to resolve.